Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of a stent shaft break.

Event description:
It was reported that a tria soft ureteral stent was separated during insertion. The procedure was completed. No patient complications were reported.